Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient was programmed by an unknown rep or hcp, and this person set the patient up with a different program, and as a result she was "messed up" could not lay down and the ins would not shut down, and she could not sleep. The patient stated she met with another rep who reprogrammed it and the issue was resolved. There were no reported complications and no further complications were expected. Patient was implanted for failed back surgery syndrome spinal pain, and chronic low back pain.